Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on an unknown date/time in september (year not specified). On an unknown date/time the patient reportedly obtained a blood glucose result of "107, 117, and 67mg/dl" with the subject meter. The patient indicated she manages her diabetes with 15mg of actos twice a day, 4mg of glyburide twice a day, and 20 units of lantus in the evening; however, patient's testing frequency is not specified. Per csr's notes, the patient denied taking any action in response to the alleged inaccurate low results. Following the reported issue, it is not known if the patient continued to test her blood glucose with the subject meter or if the patient tested with a secondary device. It is also not known if the patient developed any symptoms as a result of the reported issue. The patient also claimed before (B)(6) 2010, she was hospitalized for four days. During her alleged hospitalization the patient reportedly obtained blood glucose results between "250's and 500's" with the hospital meter. The patient allegedly was administered insulin and different medications (type/doses unknown). Prior to patient's hospital visit, it is not known what the patient's blood glucose result was with the subject meter, it is not known what prompt the patient to go to the hospital, and it is also not known if the patient has additional health conditions. At the time of troubleshooting, the csr verified the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate low readings on the subject meter; however, the patient was reportedly treated by an hcp for sever hyperglycemia and was allegedly hospitalized after the alleged issue began.